Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to discharge. There was no pt involvement during the reported malfunction.